Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("bleeding / I had heavier bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("spotting"), vaginal discharge ("discharge"), menorrhagia ("my cycle were really crazy for the 3 cycles") and weight abnormal ("it's coming off slowly"). The patient was treated with surgery (salpingectomy (coils and tubes removed)). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, vaginal haemorrhage, vaginal discharge and menorrhagia had resolved and the weight abnormal was resolving. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia, vaginal discharge, vaginal haemorrhage and weight abnormal to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case the following one/onces were described in patient's social media: abdominal pain lower, genital haemorrhage, vaginal haemorrhage, vaginal discharge, menorrhagia, weight abnormal. Most recent follow-up information incorporated above includes: on 25-jun-2018: information received form social media: reporter information and event - it's coming off slowly were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("bleeding / I had heavier bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("spotting"), vaginal discharge ("discharge"), menorrhagia ("my cycle were really crazy for the 3 cycles") and adnexa uteri pain ("ovarian pain") and was found to have weight abnormal ("it's coming off slowly"). The patient was treated with surgery (salpingectomy (coils and tubes removed)). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, vaginal haemorrhage, vaginal discharge and menorrhagia had resolved, the weight abnormal was resolving and the adnexa uteri pain outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, genital haemorrhage, menorrhagia, vaginal discharge, vaginal haemorrhage and weight abnormal to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case the following one/once's were described in patient's social media: abdominal pain lower, genital haemorrhage, vaginal haemorrhage, vaginal discharge, menorrhagia, weight abnormal. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs received. Event : ovarian pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/pain') and genital haemorrhage ('bleeding / I had heavier bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("spotting"), vaginal discharge ("discharge"), menorrhagia ("my cycle were really crazy for the 3 cycles"), adnexa uteri pain ("ovarian pain/pain") and anxiety ("anxiety") and was found to have weight abnormal ("it's coming off slowly"). The patient was treated with surgery (salpingectomy (coils and tubes removed)). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, vaginal haemorrhage, vaginal discharge and menorrhagia had resolved, the weight abnormal was resolving and the adnexa uteri pain and anxiety outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, anxiety, genital haemorrhage, menorrhagia, vaginal discharge, vaginal haemorrhage and weight abnormal to be related to essure. Concerning the injuries reported in this case the following ones were reported via social media: abdominal pain lower, genital haemorrhage, vaginal haemorrhage, vaginal discharge, menorrhagia, weight abnormal and anxiety. Most recent follow-up information incorporated above includes: on 17-jul-2019: social media received. Event anxiety was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/pain') and genital haemorrhage ('bleeding / I had heavier bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("spotting"), vaginal discharge ("discharge"), menorrhagia ("my cycle were really crazy for the 3 cycles"), adnexa uteri pain ("ovarian pain/pain") and anxiety ("anxiety") and was found to have weight abnormal ("it's coming off slowly"). The patient was treated with surgery (salpingectomy (coils and tubes removed)). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, vaginal haemorrhage, vaginal discharge and menorrhagia had resolved, the weight abnormal was resolving and the adnexa uteri pain and anxiety outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, anxiety, genital haemorrhage, menorrhagia, vaginal discharge, vaginal haemorrhage and weight abnormal to be related to essure. Concerning the injuries reported in this case the following ones were reported via social media: abdominal pain lower, genital haemorrhage, vaginal haemorrhage, vaginal discharge, menorrhagia, weight abnormal and anxiety. Most recent follow-up information incorporated above includes: on 20-sep-2019: this report was detected to be a duplicate to record# (B)(4) (medwatch 3500a MFR number 2951250-2019-10127) from which all information was transferred to this case (B)(4), then duplicate # (B)(4) will be deleted. No new information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/pain') and genital haemorrhage ('bleeding / I had heavier bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("spotting"), vaginal discharge ("discharge"), menorrhagia ("my cycle were really crazy for the 3 cycles"), adnexa uteri pain ("ovarian pain/pain"), anxiety ("anxiety"), alopecia ("hair loss") and urticaria ("hives") and was found to have weight abnormal ("it's coming off slowly"). The patient was treated with surgery (bilateral salpingectomy (essure coils and tubes removed)). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, vaginal haemorrhage, vaginal discharge and menorrhagia had resolved, the weight abnormal and alopecia was resolving and the adnexa uteri pain, anxiety and urticaria outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, anxiety, genital haemorrhage, menorrhagia, urticaria, vaginal discharge, vaginal haemorrhage and weight abnormal to be related to essure. Concerning the injuries reported in this case the following ones were reported via social media: abdominal pain lower, genital haemorrhage, vaginal haemorrhage, vaginal discharge, menorrhagia, weight abnormal and anxiety. Most recent follow-up information incorporated above includes: on 10-oct-2019: this report was detected to be a duplicate to record# (B)(4)(medwatch 3500a MFR number 2951250-2019-10793) from which all information was transferred to this case (B)(4), then duplicate # (B)(4) will be deleted. New event added: alopecia and urticaria incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("bleeding / I had heavier bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("spotting"), vaginal discharge ("discharge") and menorrhagia ("my cycle were really crazy for the 3 cycles"). The patient was treated with surgery (salpingectomy (coils and tubes removed)). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, vaginal haemorrhage and vaginal discharge outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) concerning the injuries reported in this case the following one/onces were described in patient's social media: abdominal pain lower, genital haemorrhage, vaginal haemorrhage, vaginal discharge, menorrhagia. Most recent follow-up information incorporated above includes: on 5-feb-2018: contents from medical records received. Event side effects and medical device removal was deleted. New events genital bleeding, spotting, discharge, cramping, heavy menses was added from social media. Reporters added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("bleeding / I had heavier bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("spotting"), vaginal discharge ("discharge") and menorrhagia ("my cycle were really crazy for the 3 cycles"). The patient was treated with surgery (salpingectomy (coils and tubes removed)). Essure was removed on (B)(4)2014. At the time of the report, the abdominal pain lower, genital haemorrhage, vaginal haemorrhage, vaginal discharge and menorrhagia had resolved. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) concerning the injuries reported in this case the following one/onces were described in patient's social media: abdominal pain lower, genital haemorrhage, vaginal haemorrhage, vaginal discharge, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media case - outcome for all the events were updated as recovered. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/pain') and genital haemorrhage ('bleeding / I had heavier bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("spotting"), vaginal discharge ("discharge"), menorrhagia ("my cycle were really crazy for the 3 cycles"), adnexa uteri pain ("ovarian pain/pain"), anxiety ("anxiety"), alopecia ("hair loss") and urticaria ("hives") and was found to have weight abnormal ("it's coming off slowly"). The patient was treated with surgery (bilateral salpingectomy (essure coils and tubes removed)). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, vaginal haemorrhage, vaginal discharge and menorrhagia had resolved, the weight abnormal and alopecia was resolving and the adnexa uteri pain, anxiety and urticaria outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, anxiety, genital haemorrhage, menorrhagia, urticaria, vaginal discharge, vaginal haemorrhage and weight abnormal to be related to essure. Concerning the injuries reported in this case the following ones were reported via social media: abdominal pain lower, genital haemorrhage, vaginal haemorrhage, vaginal discharge, menorrhagia, weight abnormal and anxiety. Most recent follow-up information incorporated above includes: on 16-oct-2019: this record was detected to be a duplicate to record # (B)(4) to which all information was transferred, then this duplicate record # (B)(4) will be deleted. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("coils removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse event ("side effects"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the adverse event had resolved. The reporter considered adverse event and medical device removal to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.